Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 10 months. Both the explanted pump and perc lead segment have been returned the evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that multiple pump stoppages occurred while the lvad system was connected to the power module. The patient was sent home on an ungrounded power module patient cable. The patient was asymptomatic. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. It was reported that after the driveline replacement, additional pump stoppages occurred when connecting to a grounded power module patient cable. On (B)(6) 2017, it was reported that the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed internal percutaneous lead (driveline) wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 10.25 inches from the pump housing and the distal portion of the driveline was also returned. A percutaneous lead (driveline) repair was previously performed and the replaced portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. The replaced segment of the driveline was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. Both the pump-end segment and the distal segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the distal segment of the driveline revealed a breach to the insulation of the black and yellow wires, approximately 13 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the lead in this location. Both the pump-end segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The red heart alarms and pump stoppages that were confirmed through the analysis of the patient's submitted system controller log file could have resulted from a phase-to-phase short if the exposed conductors from the yellow or black wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Pump stoppages also could have resulted from a short to ground if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.